Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken shell and others, underweight, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: one broken crease sharp on the radius, wear abrasion and stress marks. Based on the device analysis the final assessment is: broken crease sharp on the radius assessed as fold flaw opening. Missing shell due to inconclusive. Health effect - impact code: f2203.